Event description:
The initial reporter stated that controls for crej2 creatinine jaffé gen.2 shifted on the cobas integra 400 plus starting on (B)(6) 2020. The reporter placed a new reagent pack on board, and calibrated it with fresh calibrators. The calibration factor dropped, and controls were outside of range. The reporter also mentioned that a few doctors complained about patient creatinine results, so they froze these samples to be repeated once the issue was resolved. The customer noted that one bottle of water they received from their shipping department appeared to have the safety seal broken, but the bottle was used on the analyzer anyway. The customer cleaned the internal water tank of the analyzer with bleach, and then repeated the patient samples. Five patient samples had discrepant creatinine results. The initial values from these samples were reported outside of the laboratory. The repeat results from the samples were believed to be correct. The first sample initially resulted with a creatinine value of 2.3 mg/dl, which repeated as 1.64 mg/dl. The second sample initially resulted with a creatinine value of 1.6 mg/dl, which repeated as 1.15 mg/dl. The third sample initially resulted with a creatinine value of 1.6 mg/dl, which repeated as 0.73 mg/dl. The fourth sample initially resulted with a creatinine value of 1.8 mg/dl, which repeated as 1.35 mg/dl. The fifth sample initially resulted with a creatinine value of 1.8 mg/dl, which repeated as 0.94 mg/dl. The creatinine reagent lot number was 46393301, with an expiration date of 31-dec-2021.

Manufacturer narrative:
The investigation determined the customer's action of cleaning the internal water reservoir resolved the issue.